Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evidence of a short battery life was illustrated in the black box with sudden voltage drops on (B)(6) 2015 leading to a call service warning and related alarm. A test battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked at the case seal. The pump ez-prime steps were performed correctly. No alarms occurred during the investigation; all current draws were found to be above specifications. The ¿short battery life¿ complaint was duplicated. The pump cover was removed for further investigation and all current draws returned to specifications after unplugging the continuous glucose monitoring flex from the printed circuit board. An intermittent condition to the continuous glucose monitoring module was found due to a cold solder connection at a gold pin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)